Manufacturer narrative:
(B)(4): the actual device with the cannula cap detached from the cannula tabs and missing was returned for evaluation. Upon evaluation, fire testing was not conducted because the trigger was jammed, then the device was disassembled; the prongs of the fork were deformed as indicative of the device being fired into bone or another hard surface. It is possible that cannula cap fell off from tabs due to damage on the fork. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2015 and straps were used to fix mesh. During the procedure, after 3 straps, the plastic white tip of the cannula came out from the cannula together with the strap. The surgeon removed the white plastic from the patient body with a grasper. The procedure was completed successfully with no adverse patient consequences.